Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Bas cns contacted fa for assistance with a customer who uses a sr vision ii and sherlock 3cg sensor. The rn stated that in the last two weeks they have had a patient with a malpositioned PICC when the sherlock 3cg reading showed the PICC was in the correct position based on the patient's peak p-wave and negative deflection. Because the patient was a "unit patient" they were sent to chest x-ray where the radiologist found that the PICC was 5-6 centimeters too long. On 07/28/2016 - the complainant reported to the bas cns that the patient had chest x-rays the day following placement as a routine procedure. It was reported that the patient experienced "funny feelings". The symptoms were eliminated by pulling back the catheter. The cns states this team of nurses has been placing piccs with 3cg for two years and that the team of nurses has not changed. They do an estimated measurement for insertion length prior to insertion. This report addresses the event with patient four.